Event description:
It was reported by the customer that the keypad on the insulin pump is malfunctioning. Customer's blood glucose level at the time is 180mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However corroded keypad traces noted during visual inspection. No ramping numbers noted on the display.